Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodged and remained on the delivery catheter. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 38 x 2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion after several attempts. When the device was removed from the patient, it was noted that the stent was dislodged; however, remained on the shaft and did not remain in the patient. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistance between the proximal and distal markerbands and good crimp contact appears to have been achieved between the crimped stent & balloon. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a shaft kink 845mm distal from the distal edge of the strain relief section. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during the several attempts made to cross the lesion site. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent dislodged and remained on the delivery catheter. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 38 x 2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion after several attempts. When the device was removed from the patient, it was noted that the stent was dislodged; however, remained on the shaft and did not remain in the patient. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.